Event description:
Allegedly revision surgery was performed because the surgeon found the central migration of the cup on x-ray.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01564, 01565.